Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a f/u report will be submitted. Evaluation summary: the product sample was not returned to the quality assurance laboratory for analysis. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. The IFU states, keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations.

Event description:
The customer reported that there was no seal although an end tone, indicating a completed seal cycle was heard. The surgeon, however, noticed the lack of a seal and did not cut the vessel. Another device was used to complete the surgery without incident. There was no bleeding and no pt injury.